Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found in the y adapter connection and tubing of a bd saf-t-intima¿ IV catheter safety system during use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that leakage was found in the y adapter connection and tubing of a bd saf-t-intima¿ IV catheter safety system during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7208583 was reviewed, no related abnormalities were found. Material number 383329 for lot 7208583 was manufactured on 08/18/2017. According to the sampling plan applied for product performance, this lot was accepted and released. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: without sample or photo defective we cannot to determinate the root cause.